Event description:
A medtronic ent representative reported intermittent tracking with the patient tracker. He tried two emitters and the same issue occurred. He put the patient tracker in different ports and it would sometimes show up and sometimes not. The case was able to proceed with the use of navigation no negative impact to the patient was reported.

Manufacturer narrative:
The patient demographic information is unknown at this time. A medtronic representative went to the site and checked out the system and confirmed that the emitter is not working. They were unable to track several different instrument trackers with the emitter. The emitter needs to be replaced. The software is functioning as designed. The emitter has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Patient information requested multiple times, but never received. Evaluation of suspect emitter finds, the field generator was plugged into a test system with the cranial application. There is red status with the error "axiem emitter low drive error". Diagnostics shows a fault on coil #2. A replacement emitter was sent to the site and installed on the system, resolving the issue.